Manufacturer narrative:
An update has been made to the product analysis conclusion since the supplemental was submitted. It was previously reported: the customer complaint regarding a high temperature issue cannot be confirmed. The customer complaint regarding blood observed inside the contact sensor has been verified. New updated conclusion includes: the customer complaint regarding a high temperature issue cannot be confirmed. The customer complaint regarding blood observed inside the contact sensor has been verified. Based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a high temperature occurred upon insertion of the catheter. When the catheter was removed from the patient, the surgeon noticed that there was blood inside the contact sensor. The returned device was visually inspected and reddish brown material, two cuts and small holes were observed at the pebax area, which is why this complaint was reported to the FDA. Per this condition, a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and cracking induced by an unknown object. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a high temperature issue cannot be confirmed. The customer complaint regarding blood observed inside the contact sensor has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool&#59411;smarttouch bi-directional navigation catheter and a high temperature occurred upon insertion of the catheter. When the catheter was removed from the patient, the surgeon noticed that there was blood inside the contact sensor. The problem was solved by replacing the catheter with a new one. There were no consequences for the patient. Additional information was received on the event. The temperature was always around 43°c and the temperature cutoff was 44°c and the system stopped ablation a lot of times. The user was able to stop the radiofrequency ablation using remote. No damage was visible on the distal end of the catheter; the problem appeared when the catheter was connected to the patient interface unit. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was received by the biosense webster failure analysis lab for evaluation and during visual inspection it was discovered that the sensor sleeve (pebax) has two cuts and small holes allowing reddish brown material inside. This event was reassessed as MDR reportable due to the break in catheter integrity which causes a potential risk to the patient. The awareness date for this record is january 28, 2016, the date the pebax damage was discovered.